Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. A zoll medical (B)(4) representative evaluated the device at the customer's site and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The malfunction was observed in the device history log. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The device was recertified. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was able to obtain a 12 lead tracing, but no interpretation was provided. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. A zoll medical (B)(4) representative evaluated the device at the customer's site and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The malfunction was observed in the device history log. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The device was recertified. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was able to obtain a 12 lead tracing, but no interpretation was provided. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.